Manufacturer narrative:
The customer¿s report of leaking was confirmed. Visual inspection of the set noted hairline cracks and craze marks to the female luer at the backcheck valve line. There was no other damage or anomalies. Pressure testing was performed and confirmed leaking from the female luer component of the set. The root cause of the hairline cracks and craze marks was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that a leakage was observed during an analgesic infusion. No additional information provided. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.